Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 36-year-old female patient who had essure (batch no. 898927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's previously administered products included for an unreported indication: trinessa from 2010 to 2011. Concurrent conditions included cyst. Concomitant products included bupropion (wellbutrin). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), migraine ("migraines"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (underwent a pelvic surgery, bilateral salpingectomy on (B)(6) 2016 to try and alleviate the symptoms). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving, the intra-abdominal haemorrhage, abdominal pain lower, abdominal pain, dyspareunia, fatigue and headache outcome was unknown and the migraine and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, migraine, headache, vaginal bleeding.¿ most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and medical record received:reporter and patient demographics were added. Updated suspect drug indication. Concomitant disease, concomitant drug, historical drug added. Events vaginal bleeding, menorrhagia,headaches, dysmenorrhea, she did not undergo confirmation test added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 36-year-old female patient who had essure (batch no. 898927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's previously administered products included for an unreported indication: trinessa from 2010 to 2011. Concurrent conditions included cyst. Concomitant products included bupropion (wellbutrin). On (B)(6) 2012, the patient had essure inserted. In october 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), migraine ("migraines"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (underwent a pelvic surgery,bilateral salpingectomy on (B)(6) 2016 to try and alleviate the symptoms). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving, the intra-abdominal haemorrhage, abdominal pain lower, abdominal pain, dyspareunia, fatigue and headache outcome was unknown and the migraine and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, migraine ,headache ,vaginal bleeding ¿ quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), migraine ("migraines"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). The patient was treated with surgery (underwent a pelvic surgery on (B)(6) 2016 to try and alleviate the symptoms). At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain lower, abdominal pain, migraine, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, intra-abdominal haemorrhage, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.